Event description:
It was reported that in 2002, pt underwent abdominal surgery and gynecare intergel was spread throughout their abdomen. Shortly following pt's surgery they developed "extreme pain, swelling, and other serious injuries." The pt "suffered and continues to suffer severe injuries." Additional informantion received in 2005 noted that on or about 2002,pt underwent abdominal surgery during which gynecare intergel was spread throughout their abdomen. Subsequently, unspecified injuries are alleged.

Event description:
It was reported that in sept 2002, pt underwent abdominal surgery and gynecare intergel was spread throughout her abdomen. Shortly following pt's surgery, she developed "extreme pain, swelling, and other serious injuries." The pt "suffered and continues to suffer severe injuries." Additional information received in 01/2005 noted that in or about sept 2002, plaintiff underwent abdominal surgery during which gynecare intergel was spread throughout her abdomen. Subsequently, unspecified injuries are alleged. Update: additional information provided 09/2005 noted that according to the pt, the following is alleged to have occurred: adhesions inflammation, and severe pain.